Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, pacemaker was noted with incorrect measurement. No intervention was performed at this point of time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.